Event description:
A malfunction alarm labeled as "malf 0" was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer successfully followed, resolving the issue. The customer was informed to contact support again if the malfunction reoccurs, and they acknowledged this guidance.